Event description:
Patient underwent tvt sling procedure and with passage of left trocar brisk bleeding noted form left suprapubic incision. Bleeding subsided with 5 mins of manual pressure and pt was admitted for observation. Approximately 5 hours after the procedure the patient became hypotensive, tachycardiac and anemic with a hematocrit of 20%. She underwent blood transfusion and CT scan of the pelvis where retropubic bleeding was noted. Ir embolization of the first branch of the left internal iliac artery obturator artery-resulted in stabilization of the bleed. Ultimately the patient required 5 units of red blood cells and an ICU admission for 24 hours. She was discharged home in stable condition on pod #3.